Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, crease fold, wear abrasion and broken shell. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening and broken sharp the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken with non-penetrating nicks due to surgical impact. Non-penetrating nicks. A broken sharp in the radius side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "lump on my right breast which was very painful, so I went and had an ultrasound, and it appears that there is fluid under my breast, and bodily fluid within the implant, so I know my implant is ruptured. I later found out that my implants are textured which are apart of the recall." Healthcare professional confirmed right side rupture. The device has been explanted and replaced.